Event description:
It was reported that the patient experienced elevated blood glucose (bg) levels for about one week since she replaced the cartridge. A family member reported that the bg was between 200mg/dl and 400mg/dl with ketones on one occasion. No symptoms of hyperglycemia were reported. She stated that there have been multiple infusion site changes. The family member said that the patient delivered correction boluses via the pump but the bg remained elevated. The family member removed the cartridge from the pump to reveal a strong smell of insulin inside the cartridge compartment. There was no visible insulin leak from the cartridge. There were no air bubbles in the cartridge. The patient changed the cartridge and the bg levels returned to target. The family member confirmed that all pump settings and histories are correct. There were no alarms. The patient had no recent changes in diet, activity, or medications; she is nearing menses and has been working with her physician to make basal rate and bolus setting adjustments. The complaint is being reported because of the implication of a malfunction; the family member alleged that the cartridge leaked insulin and caused elevated bg. The described bg excursions do not meet the criteria for an adverse event.

Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.